Event description:
It was reported that, a 980 ventilator generated a loss of communication error message. Patient involvement is unknown. The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se checked all connections, reloaded the current software, performed calibrations and extended self-testing on the device and all tests passed.